Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) and an enlarged atrium for a mitraclip. During the procedure, the clip was advanced within the patient and tested for the established final arm angle (efaa). After returning the arm positioner to neutral, the clip would not invert. Troubleshooting was performed unsuccessfully and the clip was removed from the patient. A replacement mitraclip was implanted successfully. The final mr was reduced to grade 1. There were no adverse patient effects or clinically significant delays reported.